Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia. It was reported that the patient underwent mesh revision of suburethral sling with incision of suburethral sling and modified cystocele repair and intraoperative cystoscopy on (B)(6) 2009 due to incomplete bladder emptying secondary with urgency and urge incontinence due to partially obstructing suburethral sling with urgency and urge incontinence and underlying cystocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported by an attorney that mesh was implanted on (B)(6) 2009 to treat vaginal prolapse and stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
.